Event description:
Customer's mother reported lancet protruding from multiclix drum after the device returned to her by a person who tried to instruct her in it's use. The device had the clear alternate site testing cap affixed. The caller was unable to determine if lancet failed to retract prior to or after firing. No adverse event reported. The drum was discarded, a request was made for the return of the device, replacement was sent.